Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No black circle on display during test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 219 mg/dl at the time of the call. The customer stated that there was a black circle on the screen of the device. The issue was not resolved after troubleshooting. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.